Event description:
It was reported by the customer a powerpicc solo was placed in the center of the vascular access, and when the retrieved support stylet was withdrawn, resistance was noted, and a white flocculent was found attached to the stylet after withdrawal. Caused a delay in patient surgery and required recanalization. Additional information received on 7/30/2024, it was reported by the customer the patient currently has no discomfort or abnormal symptoms and the hospital did not find the same problem after changing the batch. It was reported this occurred with five devices. This report addresses the fourth device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.